Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-jan-06. It was reported that the patient's pump first went empty on (B)(6) 2016, and was refilled on (B)(6) 2016. The medication needed to be ordered prior to refill, and because the patient had to wait so long for the refill appointment, she went into an awful withdrawal. The patient thought that the pump was not previously filled as it should have been, leading to the empty pump. The patient wanted to ask for the pump to be removed at the next refill in (B)(6) 2017 because she did not want to go through this experience again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 5.0mg/ml at 0.9195mg/day via an implantable pump. The indications for use were non-malignant pain and failed back syndrome-other. The patient reported a code on the ptm, (B)(4), empty reservoir. The patient was not due for a refill or have a refill recently. The patient¿s next refill date was ¿(B)(6) 2018¿. The patient planned to follow up with their healthcare provider. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.